Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A gross visual examination was performed and did not reveal any damage, defects or irregularities. As no damage was visually noted, a bubble point test was performed on the returned sample. No leaks were detected. There was no indication of any defect or leak from the fibers (membranes) as reported by the nurse. The lot history review was performed and there were no other reported complaints noted against the lot. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A clinic nurse at a user facility reported that a dialyzer leaked from the membranes during pretreatment setup of a patient¿s hemodialysis treatment. A new dialyzer was used to complete the treatment. Upon follow up, it was confirmed that there was no blood leak. There was no patient involvement. The patient was treatment completed successfully on the same machine with new supplies. The dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic nurse at a user facility reported that a dialyzer leaked from the membranes during pretreatment setup of a patient¿s hemodialysis treatment. A new dialyzer was used to complete the treatment. A photo of the dialyzer was provided which showed evidence of blood loss. Upon follow up, it was reported that the blood leak occurred one minute after starting treatment. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. It was unknown if fresenius bloodlines were used. The blood leak was noted as being an internal blood leak. The patient¿s estimated blood loss (ebl) was approximately 40 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was treatment completed successfully on the same machine with new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.